Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) 2011. According to the csr's documentation, at an unknown time prior to the start of the alleged issue, the patient was experiencing symptoms of "jittery, shaky, hunger". The patient, however, denied receiving any form of medical intervention/treatment after the alleged issue began. At the time of troubleshooting, the csr noted that the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strips, and the subject meter turns on with the power button. However, the alleged power issue was not resolved with training. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.